Manufacturer narrative:
The mcs tip cover accessory has not been returned to intuitive surgical, inc. (Isi) for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The mcs instrument involved with the complaint was returned to isi for failure analysis investigation. Failure analysis investigation was unable to confirm the customer reported failure mode. Visual inspection of the instrument found no damage or any evidence of arcing at the wrist of the instrument. This complaint is being reported due to the following conclusion: during a da vinci assisted hysterectomy procedure, arcing from the mcs instrument to the patient's uterus was observed. Examination of the tip cover by the site found that it had a hole. While there was no reported harm to the patient, recurrence of reported failure mode could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted surgical procedure, the monopolar curved scissors (mcs) instrument burnt through the mcs tip cover accessory. There was no report that any fragments from the reported instrument fell into the patient and there was no report of any patient harm, adverse outcome or injury. On (B)(6) 2015, intuitive surgical, inc. (Isi) followed up with the initial reporter of this complaint. According to the initial reporter, the orange part of the instrument exhibited damage and the mcs tip cover accessory used in conjunction with the mcs instrument was being returned with the mcs instrument. The initial reporter indicated that there was no report of any patient harm involving the reported instrument. The initial reporter indicated that she was unable to provide additional information regarding the reported event since she was provided limited information regarding the mcs instrument from the site's central reprocessing department. No additional information was provided. On (B)(6) 2015, isi contacted the isi clinical sales representative (csr) regarding the reported event. According to the csr, he not present during the surgical procedure; however, on (B)(6) 2015 he spoke to the surgeon who performed the surgical procedure. The csr indicated that the surgeon told him that during a da vinci assisted hysterectomy procedure, arcing from the mcs instrument to the patient's uterus was observed during creation of the colpotomy. The surgeon told the csr that the mcs instrument was removed from the patient and upon inspection of the mcs tip cover accessory, it was noted that the mcs tip cover accessory had a hole. According to the csr, the surgeon indicated that there was no harm to the patient, since the patient's uterus was being removed as part of the surgical procedure and the planned surgical procedure was completed with a replacement mcs instrument and tip cover. There was no report by the surgeon that the mcs instrument made contact with any other instrumentation during the surgical procedure and there was no report by the surgeon that the patient experienced post-surgical complications due to the arcing event. There was no other information provided.